Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had atrial fibrillation (af) with rapid ventricular response (rvr) and got six inappropriate shocks which led to therapy exhaustion. The physician made medicine changes without reprogramming. Boston scientific technical services (ts) discussed that the device operated appropriately based on programming. The device remains in service. No adverse patient effects were reported.